Event description:
It was reported that a high pacing threshold was observed on the right ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the lead was returned two pieces. The insulation was abraded at 13.2 cm to 14.0 cm from the distal tip which exposed the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device.